Event description:
It was reported that noise issue was observed on the ra lead. Recommended programming changes were attempted however was unsuccessful. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.